Manufacturer narrative:
Clinical evaluation performed by medical affairs department revision surgery 4 days from the primary tha due to a dislocation of the implants on a heavy patient. From the radiographic images, it is visible that the cup position appears to be suboptimal. We cannot tell if this is the result of post-surgery migration or the surgeon's choice: in the latter case, no explanation for this decision was supplied. In these conditions, it is very likely that part of the femoral stem may impinge with the acetabular rim and therefore dislocation occurs. The cause of dislocation should be defined as cup position. The cause for such cup position is unknown. Batch review performed on 22-aug-2023 lot 2248423: (B)(4) manufactured and released on 27-apr-2023. Expiration date: 2028-04-04. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold with no similar reported event during the period of review. Additional component involved: batch review performed on 22-aug-2023. Cup: mpact 01.32.160mh acetabular shell ø60 multi-hole (k132879) lot 2000242: (B)(4)manufactured and released on 28-may-2020. Expiration date: 2025-05-18. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold with no similar reported event during the period of review.

Event description:
At 4 days from the primary, the patient came in for a post-op appointment and it was observed from x-rays that the cup was left lateral and the neck cut was long as well as anteverted stem and anteverted cup. All of this led to a posterior impingement that caused luxation and required the revision of all components. The surgery was completed successfully.